Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead sensing noise issue causing inappropriate auto mode switch episodes were observed on the atrial lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable throughout the procedure.